Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small piece from the bottom of the cartridge broke off . Reportedly, the cartridge had not yet been used. There was no reported adverse impact to customer's blood glucose level. The customer was able to load the same cartridge onto the pump and successfully resume insulin delivery.